Event description:
Initial implant, 2008, f/u scan, 2009 then lost to f/u until ER presentation the week of (B)(6) 2012, with acute abdominal pain. It appears that the supra-renal crown has fractured and may have perforated the pt's aorta. Repaired with a custom graft repair. Pt is doing well.

Manufacturer narrative:
Abdominal pain is not specifically addressed in the IFU. Device breakage is labeled in the IFU. Event under investigation.